Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the left ventricular lead was failing to capture. An x-ray was completed to confirm lead dislodgement. The lead was capped but not replaced on (B)(6) 2020. The patient was stable before, during and following the procedure.